Manufacturer narrative:
The implants are currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.

Event description:
On (B)(6) 2022, it was reported that an mis reduction screw tulip would not accept a set screw during the posterior fixation spinal procedure at l2-s1. While distracting the mis reduction screw, the surgeon attempted to deliver the set screw but the threads would not engage. The reduction tabs were broken off to get access to the set screw tulip interface. This caused a delay in surgery.

Manufacturer narrative:
H6: investigation findings: 4248. Investigation conclusion: 61. H10: for both bone screw and set screw: review of the device history records did not identify any manufacturing or processing related irregularities related to the screw shank geometry, extended tab tulip geometry, or other physical features. Qir reports indicate all inspected features were acceptable. Material certs were present from the supplier (in compliance with >135 ksi yield strength requirements for shank) along with all other cofc's. Helical flange and extended tab inspections relevant to set screw interfaces were verified. Review of the RMA device (bone screw): remnants from the extended tab portion of the tulip appear normal and consistent with proper break away characteristics. Light scuff marks on the outer surface of the tulip. Damage and deformation of the first two threads consistent with cross threaded. Review of the RMA device (set screw): no indication of wear or misuse. No indication of damage. Dimple indicates that set screw was not used for lockdown consistent with the complaint allegation. Only the poly section of the pedicle screw and set screw were returned. Did not receive extended reduction tabs. Set screw is fully conforming. Poly screw has signs of cross threading and deformation of the first 2 tulip threads. No wear or deformation on the set screw. From what was measurable/observable there appears to be no non-conformances. Root cause and failure mode: it is possible that something in the surgeon's distraction technique caused the extended tabs to deform enough that would make initial threading impossible. Per the stg there is a set screw provisionally placed, and final drivers placed down the extended tabs to c/d off of[?] It is not known whether this technique was followed. It is possible that that the inability to engage the set screw after breaking off the extended tabs (the surgeon's 2nd attempt) was mis-alignment and standard cross threading from percutaneously delivering a set screw on a poly screw. Information not known confirmation that the initial attempt at set screw placement did not catch any threads. I.e., confirmation the surgeon was unable to achieve any thread engagement at any point. Complaint allegation mentions that difficulty threading occurred during distraction maneuvers. It is unknown what technique was applied and what instruments were used. After breaking off the extended tabs, it is unknown what the technique used to deliver the set screw. It is unknown whether a rescue tower or alignment guide was used per the stg; or what instrument was used to attempt the set screw delivery. Without having the extended tabs to review, or additional information on the surgeon technique, it makes isolating the initial and secondary lack of thread engagement a difficult to confirm. All inspection/receiving documentation and device evaluations indicate fully conforming product, with the likely root cause being user error - stg not followed.